Manufacturer narrative:
Date sent to the FDA: 11/15/2021. H6: appropriate term / code not available (e2402) utilized to capture abdominal tenderness. Additional b5 narrative: it was reported that the patient experienced abdominal tenderness, decreased appetite, nausea, diarrhea, abdominal swelling following the surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2007. It was reported that the patient experienced severe and chronic/pain/discomfort and inflammation. No additional information was provided.